Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that customer received excessive no delivery alarms, even after reservoir and infusion set changes. Customer's blood glucose level was 420 mg/dl. Customer declined troubleshooting due to troubleshooting in the past. Insulin pump will be replaced.